Manufacturer narrative:
Only the suture was returned for analysis. The reported cuff miss could not be confirmed as not all components were returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional prostyle device referenced is filed under a separate medwatch report number.

Event description:
It was reported that a venotomy closure of the right common femoral vein was attempted with a prostyle device using the pre-close technique via a 6f sheath hole prior to an interventional pacemaker implantation procedure. Reportedly, the entire suture came out of the anatomy with the device. The knot was formed/intact. A second prostyle was attempted; however, a cuff miss [suture-retrieval issue] occurred. After two attempts to pre-place the suture, the pre-close technique was abandoned. The sheath was upsized to a 27f sheath and the pacemaker implantation procedure was completed. Hemostasis was achieved via figure-of-eight suturing. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.